Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a patient follow up, it was noted that although the smartpass feature had been enabled, it was now showing that it was disabled. A memory download was sent to boston scientific technical services (ts) for engineering review. A ts consultant confirmed that smartpass was disabled due to either an inadvertent user initiated disable command or altered telemetry that occurred during the session. Additional troubleshooting was discussed. No adverse patient effects were reported. The s-ICD remains implanted and in service.